Event description:
It was reported that stent damage occurred. The 80-90% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 20 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the middle of the stent strut was lifted up. The procedure was completed with another of the sme device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 20 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the mid-section of the stent with stent struts compressed/squashed. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink at 18.8 cm distal from the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80-90% stenosed, 20 x 3.00 target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 20 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the middle of the stent strut was lifted up. The procedure was completed with another of the same device. There were no complications reported and the patient's status was stable.